Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01310 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted as therapy for right hydronephrosis on (B)(6), 2012. The stent was not monitored while indwelling, and was scheduled to be removed in (B)(6) 2012. On (B)(6), 2012, the patient returned to the hospital with severe and unusual pain lower back pain. The stent was removed and found to be half occluded. Another stent was placed, and the procedure was completed with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Event description:
.Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01310 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted as therapy for right hydronephrosis on (B)(6) 2012. The stent was not monitored while indwelling, and was scheduled to be removed in (B)(6) 2012. On (B)(6) 2012, the patient returned to the hospital with severe and unusual pain lower back pain. The stent was removed and found to be half occluded. Another stent was placed, and the procedure was completed with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris ultra no shaft holes ureteral stent revealed that the bladder pigtail of the stent was detached, and was not returned. A 0.038 inches mandrel was inserted through the stent and no resistance was found. It is possible that unstated procedure and possibly clinical factors may have contributed to the stent occlusion, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" most likely contributed to this event.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.